Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 27th related complaint for not clipping and the 2nd related complaint for foreign matter (rust) on lot # 7177532. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, not clipping, foreign matter (rust) was captured and addressed. Investigation summary: customer returned photos of a safe clip. Customer states that the needle cutter does not work, that when trying to insert the needle it's not possible and cannot close it to make the cut and it is rusty. The photos were examined and it is difficult to determine if the sample is able to cut cannula properly or if the sample is rusty solely from the photos. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as it is difficult to determine if the sample is able to cut cannula properly or if the sample is rusty solely from the provided photos. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd safe-clip¿ experienced the safeclip not clipping/jammed during use. The following information was provided by the initial reporter: the mother of the patient informed that since the month of september 2020 (she does not know the exact date), the needle cutter does not work. She states that when trying to insert the needle it's not possible and cannot close it to make the cut. In addition, it is rusty.